Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an estimated replacement indicator (eri) alarm. The pump was explanted. It was also noted that there was a white growth over the catheter access port, a possible infection.